Event description:
The manufacturer received info from a third party svc ctr alleging the ventilator's internal battery was defective. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of the estimate.